Event description:
It was reported that following an elevate anterior implantation, the patient presented with extruded mesh, the ¿mesh eroded on anterior vaginal wall.¿ the small extruded piece was removed. The patient outcome was reported as "unknown, too early for follow-up appointment." No additional patient complications have been reported in relation to this event.